Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient was implanted with a monarc sling on (B)(6) 2013. After the first incision, the patient lost 900ml of blood. The bleeding was stopped and the device was implanted with no further complications. It was reported that the patient was "doing fine" following this procedure. No additional complications have been reported in relation to this event.